Event description:
The customer stated that she had received a decimal in her readings. She did not seem aware that the meter was set in mmol/l. The customer did not adjust her medication or allege any adverse events. She was able to reset the meter to mg/dl with assistance. The meter is to be returned for evaluation, and a replacement meter will be sent.